Event description:
A customer reported that in two instances, it was necessary to perform anterior vitrectomy surgery. There was no other pt impact reported. Additional info has been requested.

Manufacturer narrative:
(B)(4). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. This report was mailed to FDA on: 12/21/2011. (B)(4).